Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was using multiple daily injections as a backup therapy and planned to follow up for a pump reset at a later time.